Event description:
A customer reported the test does not start after a sample is applied to the test strip using their adc meter. As a result of this issue, the customer reported that at 2:00pm on (B)(6), 2012 they experienced symptoms of "dizzy and weak". Paramedics were called and administered intravenous glucose to the customer. The customer was not transported to a health care facility, and did not attempt to self-treat to counteract the event. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. It should be noted the customer had expired test strips (lot # 0820019), exp. Date 07/18/2010.